Event description:
It was reported that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) device diagnostic. The mv sensor was reenabled. No adverse patient effects were reported. The device remains implanted.